Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported gradual pain in the back, groin, and left hip since (B)(6) 2016 regardless of therapy being on or off. There was a loss or change of therapy that date as well as the patient was having bowel constipation which later resolved. Stimulation was not felt despite therapy being on. Settings and programs were changed but it did not resolve the stimulation issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.